Manufacturer narrative:
Clarification to b3 date of event: partial date 2022. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient representative mentioned the recall and reported left side "capsular fibrosis baker iii-IV", "deformation", "extremely sensitive to touch", "the implants are displaced", "hard" and patient visited their gynecologist, "who suspected a rupture and diagnosed capsular fibrosis". Device remains implanted.